Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. Device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5152033) in which the patient alleges that experiencing continuous allergy like symptoms (sneezing, nasal congestion, etc). Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 26 nov 2024 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5152033) in which the patient alleges that experiencing continuous allergy like symptoms (sneezing, nasal congestion, etc). Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.